Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 12 atms on the second inflation. (The number of atm's reached on the initial inflation is unk). The lesion being treated was a calcified, 99% stenotic lesion in a tortuous mid-distal rca. The pt was asymptomatic during this event. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.